Manufacturer narrative:
(B)(4).

Event description:
A consumer reported that the patient was implanted on (B)(6) 2017, and that recently their symptoms have not been well controlled as of (B)(6). It was noted that the patient has had trembling symptoms, with less than 50% reduction of symptoms. The cause of the issue remains unknown, with the issue unresolved at the time of the report. As a result the patient wishes to improve their symptoms. No further complications are anticipated. The patient's indication for implant is parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported it was unknown what troubleshooting was performed to resolve the lack of symptom control and to resolve the trembling. The cause of the lack of symptom control and the trembling was unknown, and it was unknown if the adverse events were resolved.